Event description:
It was reported that customer experienced cgm error 42 and saw bluetooth toggle greyed out, which prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, reloaded cartridge, and restarted sensor session, after which bluetooth toggle was no longer greyed out and error did not return, and customer was advised to call back if issue reoccurred.